Event description:
The pt underwent an abdominal aortic aneurysm repair on (B)(6) 2009. The iliacs were short, measuring at 2.8 and 3.5. During a third f/u in (B)(6) 2012 it was noted a leak. Since the iliacs were short, the limbs kinked creating a lead which lead to a lot of thrombus. The physician took the pt back to surgery (B)(6) 2012 to explant the two limbs that were initially placed and a graft was sewn to the main body graft that was initially implanted. (# 1820334-2012-00372). On (B)(6) 2012 - it was confirmed the pt is doing well.

Manufacturer narrative:
Explant of graft is listed in the instructions for use. The event is currently under investigation.